Event description:
The user facility reported that the device was leaking and overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was leaking and overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.